Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced other undisclosed adverse events. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/14/2022. Additional b5 narrative: it was reported that the patient had a removal surgery on (B)(6) 2015. It was reported that following the procedure the patient experienced severe abdominal pain, scar tissue, adhesion and hernia recurrence.

Manufacturer narrative:
Date sent to the FDA: 9/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.